Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, cement leakage in spinal canal was observed. Extravasations were also detected intra-operatively due to which laminectomy was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had decompression.